Event description:
It was reported that during stent-assisted embolization procedure for the posterior communicating artery aneurysm case, two microcatheter were used to deliver the coil and the subject stent separately. While placing the first coil inside the patient's anatomy, the physician was not detached the coil to ensure that the embolization microcatheter was stable at the time of subject stent deployment. However, while delivering the subject stent inside the patient's anatomy, the microcatheter was migrated from its original location to another unexpected location. On withdrawing the subject stent, it was found that the tip of the subject stent was deployed prematurely out of the microcatheter. The physician retrieved the subject stent together with the microcatheter out of the patient's anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date: added. D4 expiration date: added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be definitively confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that during delivery in microcatheter, the microcatheter suddenly migrated and dropped. The operator felt it was because of reacting force, so withdrew the stent together with the microcatheter and pulled the stent out on the table and deployed. Additional information states that the patients anatomy was severely tortuous. It is probable that the tortuous nature of the patients anatomy may have caused the microcatheter to move out of position causing the reported event. An assignable cause of procedural factors will be assigned to the reported event device interaction with another device and stent deployed prematurely during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during stent-assisted embolization procedure for the posterior communicating artery aneurysm case, two microcatheter were used to deliver the coil and the subject stent separately. While placing the first coil inside the patient's anatomy, the physician was not detached the coil to ensure that the embolization microcatheter was stable at the time of subject stent deployment. However, while delivering the subject stent inside the patient's anatomy, the microcatheter was migrated from its original location to another unexpected location. On withdrawing the subject stent, it was found that the tip of the subject stent was deployed prematurely out of the microcatheter. The physician retrieved the subject stent together with the microcatheter out of the patient's anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.